Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. Then, the sample was repeated on a different atellica im analyzer, and the result was elevated. The medical team requested repeat of the same sample ID (B)(6). The sample was tested on an alternate method and the result was negative. The laboratory's medical team contacted the patient's doctor, and the patient was instructed to go to the hospital for further examinations. Testing for the patient was performed on another alternate method and the results were negative for troponin. There are no known reports of adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
An outside the united states customer contacted the siemens customer care center (ccc) reporting elevated atellica im high-sensitivity troponin I (tnih) results from one patient that were considered discordant with the results of two alternate methods. Calibration and quality control (qc) have been within specifications for tnih. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00238 was filed for the same event.

Manufacturer narrative:
Initial MDR was filed on august 05, 2022 reporting an outside the united states customer stated that the elevated patient sample results on atellica im high-sensitivity troponin I (tnih) assay were considered discordant with the results of two alternate methods. Additional information - august 05, 2022. Section b6 - the customer stated that the sample type was serum. Section d8 - was this device serviced by a third party? Updated to no. Corrected information - august 18, 2022. The units of measure for the d dimer test was corrected to ng/ml feu - section b6 was updated with this information. Additional information - august 18, 2022. After submitting the initial report, additional information was received from the customer. The customer confirmed that no serial dilutions were run on tnih and no hbt testing was performed on the sample. The customer confirmed that the method used for d dimer was an immunoturbidimetric assay. Section e1 updated with the following information: email address - (B)(6). Siemens continues to investigate. MDR 1219913-2022-00238 supplemental 1 was filed for the same updates.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00239 on aug 05, 2022. Siemens filed the initial MDR 1219913-2022-00239 supplemental 1 on aug 24, 2022. Additional information oct 31, 2022: an outside the united states customer observed elevated (> IFU 99th% of 45 ng/l) atellica im 1600 analyzer high-sensitivity troponin I (tnih) results on one patient that was discordant when compared to alternate testing methods. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time the sample was run and the patient sample results on the atellica im tnih were reproducible indicating a patient/sample specific cause. The sample was sent to siemens for additional testing. The neat tnih result was 213.4 ng/l, which is consistent with the result obtained by the customer. Heterophile binding tube testing could not be completed due to sample volume/integrity errors, therefore it was unable to be determined if a heterophile antibody is the cause of the elevated result. It is understood that alternate methods gave results that were low/normal. Results from different troponin methods are not interchangeable due to differences in assay specificity and sensitivity. The interpretation of results section of the atellica im tnih instructions for use states: "results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The patient also had elevated nt-probnp (n-terminal pro-brain natriuretic peptide) and d-dimer results. As per the IFU, elevated tni values in patients without ami section, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." Siemens cannot rule that out in this case and that differing assay sensitivity has caused the elevated atellica im tnih result. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00238 supplemental 2 was filed for the same updates.